Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer representative regarding an event which occurred during a scoliosis fusion surgery in a patient diagnosed with adolescent idiopathic scoliosis. It was reported that the tip of the driver broke when the reduction set screw was fixed (during breakoff). Tip debris of the break off driver was found inside torx hole of the reduction set screw, and the tip of the set screw and threads were found to be damaged. There was a delay of less than 60 mins. No patient injury / complication was reported.

Manufacturer narrative:
H3: product analysis: 5584009 lot# fa16c026 visual and optical examination identified that it appears that the driver's tip has been broken off and is missing. The metal deformation gives indication that the failure was the result of torsional overload. The driver appears to have been heat treated correctly. This is consistent with torsional overload. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.